Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that during a diagnostic cerebral procedure using a high-flo silver angiographic catheter, the hub popped off the h1 catheter. The end user advanced the catheter, tried to inject and the hub came off. The catheter was removed without incident. The patient was unharmed and no additional procedures were needed.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, specifications and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and results of the investigation a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue